Manufacturer narrative:
(B)(4).

Event description:
It was reported that following an unrelated automobile accident, high capture thresholds were observed on the right ventricular lead. Noise resulting in pacing inhibition was also noted. Bradycardia was reported. Device reprogramming was performed and the patient would be monitored.